Event description:
On 6/16/95 about 13:00 under the order of the dr an et tube was changed because of a position problem (too short). When the old tape was removed a severe skin break down with some bruising and fresh blood was noted. Dressing was applied before regular tape. 6/23/95 the baby was assesed by an rn at about 03:00. She noted 2 small drops of dried blood on cloth diaper under baby's head. This was thought to come from area where et tube secured. Plastic surgeon saw later and ordered removal of tape and dressing. Removed carefully and area cleansed with 1/2 sterile h2o2 and rinsed with strength water. When removed the skin and tissue came with the dressing. Very deep wound was observed. Baby died a few days later from complication of prematurity.